Event description:
The (B)(6) regulatory department has received a warranty claim reporting a failed implant not manufactured or distributed by the (B)(6) group. The implant was removed due to: pain. Were any of the following conditions involved in the event? Infection. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).